Event description:
Pt received routine posterior instrumented decompression and fusion for an unstable degenerative spondylolisthesis l4-5 with stenosis. We instrumented the spine l4-5 with synthes uss (a product we have used at our institution for about 18 years). During routine final tightening of locking nuts of this system using the torque wrench provided by the manufacturer, we noticed a sudden crack and giving way to the locking collar with which the rod is fixated against the screw. This happened in the right l5 screw, but in none of the other screws. We removed the rod and the locking collar and screw and gave both pieces of the broken locking cap to the synthes representative in the room. This device has been extensively used at our university of (B)(6) facilities with an excellent track record for over 15 years. Since (B)(6) 2011, we have suddenly experienced a total of 13 intraoperative locking coller failures, which required intraoperative exchange of the device, and 2 collar failures were identified on routine postoperative radiographs. On the 2 pts with postoperatively identified collar breakages none of them have required surgical reintervention to date. We have, to date, not experienced harm to pts aside for prolonged surgery time (about 15 to 20 minutes extra surgery time). We have not changed technique, indications or processing. The manufacturer's representatives were given the broken devices in all cases to date and promised an investigation and result reporting. This has not happened until today, (B)(4) 2012. The conclusion of the manufactures verbal report was that there were no abnormalities to report.